Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it became wet in the rain. The customer's blood glucose level was 274 mg/dl, which she treated with an injection. She was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.